Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code suspected positive bi was reviewed for october 2012 through september 2013 and no significant trend was observed. Trending analysis for the product code load not recalled was reviewed for october 2012 through september 2013. The risk is considered to be "as low as reasonably practicable - alarp". Trending analysis by lot number was performed. The lot history from 03/18/12 to 06/21/12 found there were no other complaints of suspected positive bi. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The medical review of this particular complaint indicates that the risk to the patient is low. The customer complaint of 'suspected positive bi' was confirmed during visual evaluation of the returned suspect bi. The suspect bi was found to have internal staining of yellow, which is indicative of growth. Sterrad® malfunction was eliminated as a contributing factor since the cycle passed, the ci changed appropriately, and the precedent/subsequent bis were negative for growth. The suspect bi and three unused bis were returned for investigation. They were submitted for functional evaluation, where two were used as growth controls. No growth was observed after processing and incubation, therefore functional requirements were met. Cyclesure® suspected positive bi -- the ci disc is golden in color, indicative of peroxide exposure. The color is not a uniform golden color, which suggests exposure to fluid during processing. There are a single tyvek® liner and single spore disc present. The liner is stained both purple and yellow (despite yellow media color)¿this suggests that the purple media was subject to vacuum at the time of processing. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. The assignable cause analysis of the code 'suspected positive bi' has been attributed to physical damage of unknown origin. There does not appear to be a functional issue with the lot since the retains product met specification. The severity of this issue was defined as negligible and review of tracking/trending data did not identify a trend that needed further investigation. As a result, further investigation into root or assignable cause was not performed. The assignable cause analysis of the code 'load not recalled'references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product.

Event description:
A customer reported a suspected positive bi from a completed sterrad 100 nx sterilizer cycle. The load contained one storz flexible cystoscope which was not recalled or reprocessed. The instrument was used on a patient. The surgery director and doctor were notified. There are no reports of injury or harm from the event. It is unknown if the patient was given any additional antibiotic or treatment/test due to the event. The results of the previous and subsequent bi were negative. The cyclesure 24 biological indicator (bi) was incubated for 24 hours. It is unknown if the vial was crushed before processing. Asp will continue to follow up for additional information. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Suspected positive bi.